Manufacturer narrative:
This report is submitted on april 18, 2018, (B)(4).

Event description:
It was reported the patient experienced an infection and skin overgrowth at the abutment site. Subsequently, the patient underwent a skin revision. During the procedure, the abutment was removed and the implant left in situ. The patient was administered a topical antibiotic.